Event description:
Health professional reported an alleged port leak. The patient first presented with no restriction and there was no fluid found in the band. It is not known if any diagnostic testing was performed to confirm the leak. Follow up is being conducted but information has not been received at this time.

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. Further information from the reporter regarding the serial number of the device has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."